Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump was under delivering insulin. The user alleged the insulin pump was under delivering insulin due to blood glucose did not go down with corrections from the insulin pump. Customer were experiencing high blood glucose and they were hospitalized for high blood glucose of 23 mmol/l which was treated with intravenous insulin drip. Customer¿s current blood glucose was 20 mmol/l. Customer treated their high blood glucose with bolus and manual injection. Customer performed high pressure test and insulin flow blocked occurred. The insulin pump will be returned for analysis.